Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/2/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 187, 206, 196, 168 and 169 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. Customer stated she noticed an increase in the results for the past few months. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018 back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:187 mg/dl date:(B)(6) 2018 time:1:00 am fasting. Result 2:206 mg/dl date:(B)(6) 2018 time:5:32 am fasting. Result 3:196 mg/dl date:(B)(6) 2018 time:1:00 am fasting. Result 4:168 mg/dl date:(B)(6) 2018 time:5:14 am fasting. Result 5:169 mg/dl date:(B)(6) 2018 time:5:27 am fasting.